Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that a generator test caused the cns to shut down. Now cns device does not boot up. Nk tech support guided customer in swapping built-in raid hard drives but device still did not boot up. Both hard drives were replaced to resolve the issue. Investigation summary: the issue was reported after a power interruption at the hospital causing abrupt power loss to the cns device. The issue stemmed from an environmental factor. Moreover, the health of redundant raid hard drive was unknown. No information regarding customer's device maintenance is available. The risk mitigating factor of raid hard drive significantly reduces the chance of cns device being out of commission due to hard drive failure. However, the health of the hard drives is a regular maintenance item. Hard drives are replaceable components. No CAPA is warranted at this time.

Event description:
The customer reported that their hospital was conducting a generator test during which the central nurse's station (cns) went down and was unable to boot back up.

Manufacturer narrative:
The customer reported that their hospital was conducting a generator test during which the central nurse's station (cns) went down and was unable to boot back up. The customer tried swapping out the hard drives, but the issue persisted. They will be sending the unit in for a repair and further evaluation. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that their hospital was conducting a generator test during which the central nurse's station (cns) went down and was unable to boot back up.